Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error 41622, the battery was changed, but the problem continues. The issue was noticed upon power off. There was no patient involvement or harm.

Manufacturer narrative:
A1 - patient identifier was updated. D4 - primary UDI number was updated. D9 - date returned to MFR was 07-may-2026. The suspect pump was returned for evaluation. The event history log and 12-month service history review were not performed. A visual inspection was conducted, and no anomalies were observed. Functional testing was carried out, during which lec 41622 (motor timeout fault) was recorded in the device history. The complainant¿s allegation was confirmed. Although the exact cause of the reported issue could not be determined, the problem was resolved by replacing the flex circuit sensor.